Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. At the one-year follow-up appointment, a leak was identified via computed tomography (CT). The leak appeared to be 2mm in size. The leak was later coiled on (B)(6) 2024, to close the small leak on the mitral side of the closure device. No patient complications were reported.